Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-oct-2016, fse arrived at the site to address the reported event. The fse replaced the lead screw for the specimen syringe unit and raised the "flag for home sensor". The customer subsequently ran quality control (qc) without issue. No further errors were noted. No further action was required by field service. The most probable cause of the reported event was due toa defective dispense syringe lead screw.

Event description:
On (B)(6) 2016, the customer reported receiving errors "4014 spec syringe home overrun and 4020/5022" with their a1a-360 analyzer. On (B)(4) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.